Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an unspecified alert. There was no reported impact to the customers blood glucose level. He customer stated to have been experiencing battery issues. The customer declined to troubleshoot at the time of the call with tandem technical support. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.